Manufacturer narrative:
The event date is approximate.

Event description:
The consumer alleged that the metal shaft from their diamondclean smart power toothbrush fell off during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.